Manufacturer narrative:
The dr's office informed kerr corp. That prior to the incident, the battery involved was reconditioned by a 3rd party. The reconditioned battery was dropped and charged a few days before the incident. No medical intervention was required as a result of the battery explosion and no permanent or serious injuries occurred. This incident is MDR reportable as a malfunction because it is likely to cause or contribute to a serious injury if the malfunction were to recur. Eval of the returned device revealed that the device performed within specifications when powered using an appropriate power supply. Evidence supports that these packs do not contain batteries that were ever sold by kerr corp. The batteries are nicad, not nimh, they are 800mah, not 1650mah, and they were assembled without the required poly fuse safety circuit. The tabs that are needed to connect the original battery pack to the le demetron I hand piece were removed from the original kerr corp. Batteries, and soldered or spot welded to these battery packs. These replacement cells are not rated to be able to handle the operating current of the le demetron I. The le demetron I charging station is also designed to charge nimh cells, not nicad cells. All these factors added together to produce the catastrophic final result of the exploding cells within the battery pack.

Event description:
In 2007, the dr's office informed kerr corp. That a member of its staff noticed a burning smell originating from the le demetron I unit. Upon picking up the unit, she noticed that the unit was running a little hotter than normal. She allowed some time for the unit to cool down; however, upon inspecting the unit again, the unit was still running hot. The staff member then proceeded to try and remove the battery from the unit; upon doing so, the battery exploded in her hands.